Event description:
The physician was unable to advance the balloon catheter through the sheath provided with the kit. The sheath was inserted into the femoral artery with a hefty amount of bleeding around the sheath (or previous access site). The physician felt that the bleeding caused the balloon to start expanding before they were able to advance into the sheath. It was reported that the pt expired, however, it was not a result of this event.

Manufacturer narrative:
The iab catheter was returned. However, the sheath was not available for eval. A visual inspection of the device was performed and it was found that the membrane was completely unfolded with blood between the folds. An insertion test was performed using a laboratory sheath of the same size reported by the customer. The iab was successfully inserted through the laboratory sheath without difficulty. A 4-psi underwater leak test was performed to determine if a penetration in the membrane impacted the devices ability to hold a vacuum. No leaks were found in the returned device. Based on the results of the investigation, and the description of the complaint, we are unable to confirm the reported difficulty with insertion. The returned device performed as intended with no defects found. Device lot history was reviewed and no non-conformances were found. (B)(4).